Manufacturer narrative:
Additional contact details: contact person e-mail address: (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "charging of a device". A getinge field service engineer (fse) had spoken to cath lab staff and than the fse had told that the machine was unplugged during their procedure as the cath lab has too few outlets to plug in. Than fse had also pointed out that they took it to ccu with the patient and they didn't know whether the unit was plugged in at all in ccu. They checked the machine before take off it had 0 life on one battery and 1/2 life on the other. They stated that the transport crew nothing about this machine and would not know how to plug it in during transport and they did not know that was possible so couldn't have suggested. Than the complete iabp pm services were being completed by carrying out the full calibration , safety and functionality checks have been completed per the service manual and it was being passed for the factory specifications. The equipment had passed all the functional testing and the unit was also plugged in and ran a complete test and full pm on unit from which no further issues has been found. The unit was returned to the customer and it was being cleared for the clinical use. There was no patient involvement.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was unplugged and turned on for hours 2.5 prior. The cath lab staff stated the machine was unplugged during their procedure as the cath lab has too few outlets to plug it in. They took it to ccu with the patient and do not know if it was plugged in at all in ccu. They checked the machine before takeoff, it had 0 life on one battery and 1/2 life on the other. They stated the transport crew knew nothing about this machine and would not have known how to plug it in during transport, and they did not know that was possible so couldn't have suggested it. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.